Event description:
Right side introduction. Due to the patient's anatomy, the physician had planned the use of extra iliac extensions. Prior viewing of the iliac leg extension on the screen had been noted but inadvertently mislocated. After placement of the iliac leg extension, it was noted post angiogram that the right hypogastric had been occluded by the leg extension. No further intervention was attempted.